Manufacturer narrative:
Continuation of d10: product ID: wr9220, lot#serial#: (B)(6), product type: recharger, product ID: fp9000l, lot#serial#: unknown, product type: accessory, product ID: wr9220a, lot#serial#: (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they need to turn on their therapy to have a MRI . Patient states not using the equipment in a long time. Patient states its impossible to use the recharger belt and its hard to reach around there to the back and cant see the bulls eye. Patient states recharging the implant has been a headache and has a hard time charging since the beginning. Sometimes the connection stops and it can take an hour and half to charge. Patient states the recharger lights are scrolling. Patient states recharger has been plugged in for a long time in the dock and the green light is on the dock. Patient states the recharger will not turn on and the green light is showing on the dock. Agent has patient reset recharger, try in and out of dock, but that did not resolve it. Patient states when the recharger is out of the dock the lights go off. An email was sent to the repair department to replace the device. Patient called back on (B)(6) 2026 stating they received a replacement recharger and need assistance getting it paired. Agent attempted to walk caller through pairing with the j3 handset and caller continued to get "not found recharger" message. Agent attempted to walk caller through scanning code vs entering manually and caller accidentally disconnected the call. Agent called back and reached voicemail. Caller repeated information regarding having a hard time recharging the ins and having a hard time with the belt. Caller mentioned that the therapy hasn't been successful for them and they are wondering if it is possible to just have it removed. Agent redirected to hcp. The patient called on (B)(6) 2026 after becoming disconnected. Patient attempted to enter the recharger sn manually to pair but still encountered recharger not found message. Reviewed how check handset bluetooth which was on. Patient toggled bluetooth off and back on again and confirmed they saw recharger sn: (B)(6) listed under paired devices. However, patient was still encountering the recharger not found message when opening recharger application. Reviewed how to scan the back of the recharger but patient was struggling to do so. Patient mentioned they have essential tremor making it difficult to hold the handset steady and also appeared to have some difficulty understanding handset functionality and app navigation. Patient will call back on monday with their niece present to assist.